Manufacturer narrative:
The device passed the displacement, rewind, basic occlusion, prime, occlusion, and excessive no delivery tests. There was a cracked reservoir tube noted. There were minor scratches on the lcd window, cracked reservoir tube lip, cracked reservoir tube window, cracked battery tube threads and cracked belt clip slot. (B)(4).

Event description:
The customer reported via phone call of having high blood glucose levels. The customers blood glucose levels at the time of incident were 500mg/dl. The customer treated the high levels with a manual injection that brought them down to 287mg/dl, but is now back at 400mg/dl. Troubleshoot was conducted and found cracked reservoirs and cosmetic damage to the device. The customer was advised to discontinue use of the device and that it would need to be returned and replaced. The device is being returned for analysis and replaced.